Event description:
A mesh called phasix was used in hernia and stomal prolapse to "fix" it. The weak area of skin began to erode, and the mesh is visibly coming out of my abdomen between the belly wall and the stoma. It's touching and has stoma misshapen. It makes the skin where the stoma was created rip scar and bleed. The dr says 52 weeks until it's gone. It's horribly painful and prevents me from doing a lot of things I want to do. I have photos from surgery day one up to now. They show progression of mesh exposure from surgery (B)(6) 2018 if you would like them or to view them, please call me at (B)(6).